Manufacturer narrative:
Device evaluation: one bravo ph capsule was received for investigation. Visual inspection of the capsule did not reveal any damage. The capsule appears to have functioned within specification. Functional testing could not be performed because this is a single use device and once the capsule as delivered, it cannot be functionally tested. Investigation conclusion for the failure to attach could not be reliably determined. A review of the device history record was performed and indicates that the product was released meeting finished product specifications. We were unable to confirm the customer¿s report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a capsule failed to attach. There was no harm caused to the patient due to the alleged device malfunction and no intervention was required. There was nothing unusual about the patient or the procedure itself that may have led to this event. This site has been performing the device procedure for 5 years. The vacuum pressure when testing pre-procedure and during placement was 600 mmhg. Lubricant was used to facilitate capsule replacement. The delivery system and the capsule will be returned to given.